Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, plaintiff will be caused to undergo a left total hip replacement with resulting scarring to remove the defective hip implant.